Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due having a history of developing a common femoral vein thrombosis while on coumadin. The patient also has a history of left total knee replacement, previous right mastectomy for carcinoma, cholecystitis, known hypertension, hiatal hernia with gastroesophageal reflux disease, osteoarthritis, moderate obesity, anxiety, and depression since surgery. The patient has allergies to daypro, vioxx, celebrex, and penicillin. The optease ivc filter was introduced and deployed without difficulty via the right femoral vein. A computerized tomography (CT) scan of the abdomen and pelvis was performed the same day as the filter implantation. The CT scan reported fat stranding and inflammatory changes in the left groin around the common femoral vein and common femoral arteries. The ivc filter was present. The report also noted a small hiatal hernia, status post cholecystectomy, and degenerative changes of the lower lumbar spine articular facets. A CT of the thorax was performed at an unknown time during the same admission. The scan reported status post right mastectomy, surgical clips in the right axilla, thyroid gland is minimally enlarged with nodules, old granulomatous changes in the lungs, tiny calcific nodule, and trace atelectasis of left lung base. According to the information received in the patient profile form (ppf), approximately on or about nine years and eight months post implantation of the ivc filter the patient became aware of the alleged events and reports to have tilted filter. The patient states that a computerized tomography (CT) scan was performed for evaluation of the patient¿s optease ivc filter which noted the tilt of the filter. These injuries have caused emotional distress, mental anguish, anxiety, and stress. Correction data: is this a single-use device that was reprocessed and reused on a patient?(select asku for unknown). MDR reporting contact name and address. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for the filter was a common femoral vein thrombosis while on coumadin. History includes left total knee replacement, previous right mastectomy for carcinoma, cholecystitis, known hypertension, hiatal hernia with gastroesophageal reflux disease, osteoarthritis, moderate obesity, anxiety, and depression. The optease ivc filter was deployed without difficulty via the right femoral vein. A computerized tomography (CT) scan of the abdomen and pelvis was performed the same day as the filter implantation. The CT scan reported fat stranding and inflammatory changes in the left groin around the common femoral vein and common femoral arteries. The ivc filter was present. The report also noted a small hiatal hernia, status post cholecystectomy, and degenerative changes of the lower lumbar spine articular facets. A CT of the thorax was performed at an unknown time during the same admission. The scan reported status post right mastectomy, surgical clips in the right axilla, thyroid gland is minimally enlarged with nodules, old granulomatous changes in the lungs, tiny calcific nodule, and trace atelectasis of left lung base. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter. Per the patient profile form (ppf), the patient reports a tilted filter. A CT scan was performed for evaluation of the patient¿s optease ivc filter which noted the tilt of the filter. The patient further reports emotional distress, mental anguish, anxiety, and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.